Event description:
Pt was scheduled for bard g2 ivc filter removal. It was noted under fluoroscopy that one leg of the filter was missing. Filter was removed by g2 filter removal cone and examined. Under fluoroscopy, the unattached leg was found in pt pulmonary artery.